Event description:
Procedure type: laparoscopic sigmoid. According to the reporter: the device completed the firing, staples formed but fecal matter oozed from the staple line. A new reload was opened and loaded onto the original handle to complete the original transection. Then a ta was used to fire under the original staple line to create a new staple line. Tissue loss occurred. Not more than 250cc of blood loss was reported.

Manufacturer narrative:
(B)(4).